Event description:
Patient was tested on suspect meter and inr=>8.0, laboratory sample read inr=5.3. Physician withheld coumadin based off of meter and laboratory reading. No adverse reaction was reported. Controls were stated to be within range.